Manufacturer narrative:
Our quality engineer inspected the 45 representative samples submitted for evaluation. The reported issue of catheter defective/ damaged was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. No tip damage was observed on the returned samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
Material # 381223 batch # 5067241 it was reported by customer that the catheters are burring when trying to place in patients.